Event description:
The reporter stated the surgeon inserted and removed an aa4204vf silicone single piece lens within the same surgery due to the tech having pulled the wrong powered lens for surgery. The lens was removed with no pt injury, no enlarged incision or sutures. The correct powered lens was implanted. The reporter stated the event was due to tech error and was not lens related.

Manufacturer narrative:
No lens malfunction.